Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically showing a fill estimate of 165 units instead of the expected 200+ units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The caller had not completed the step to remove air from the cartridge, so technical support provided guidance on performing this step, which the caller acknowledged. The caller chose not to load a new cartridge and will continue using the current one, planning to follow up if necessary.